Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (damage) issue. Patient reported that the pump was cracked near the battery compartment and as a result the pump powered off intermittently. No additional information was available. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/10/2015 device evaluation: the pump has been returned and evaluated by product analysis on 04/01/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged no power issue was duplicated. Review of black box data found records of power on reset. Visual inspection did not find any damages to the battery compartment. The threads on the returned battery cap were found to be stripped and the it was unable to tighten properly onto the pump. The pump failed to power on using the returned cap. Using a test battery cap, the pump powered on properly. No tactile issues were found with the buttons. A rewind/load/prime sequence and a 24-hour basal exercise were executed without incidences.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.